Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image capture unit and cable fluid invasion, main body watertight defect, kink on cable and looseness on scope mount. Based on the results of the investigation, a root cause could not be identified for the reported malfunction. Regarding the watertight defect, the most probable cause is a crack on the main body. A root cause was also not established for the additional malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name- (B)(6).

Event description:
It was reported that the subject device had disconnection problem. The event occurred during set up in room. There were no reports of patient involvement.